Manufacturer narrative:
Product analysis #267931611: equipment used: vis (m-78210), 203cm ruler (m-83361). As found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box and within a plastic bio-pouch. Visual inspection/damage location details: the pipeline flex embolization device was returned within the marksman catheter. The pi peline flex pusher was extending from within the marksman catheter hub for ~38.4cm. The marksman catheter body was damaged at ~32.6cm from the distal tip. The pipeline flex braid was partially deployed out from within the marksman distal tip. The pipeline flex emb olization device was pushed out from within the marksman catheter, fully deploying the braid. The pipeline flex pusher was intact. The pusher resheathing pad and ptfe sleeves were in good condition. The pusher tip coil was found bent. The pipeline flex braid ends were found fully open and in good condition. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed as the device has been fully deployed and re-sheathed. In addition, the pipeline flex braid was found fully open. It is possible the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. However, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the distal part of the pipeline failed to open. The pipeline had not been placed in a vessel bend at the time. It was unknown how many times the pipeline had been resheathed, but it was tried to be deployed several times during the deployment process. The surgeon had tried to adjust the delivery microcatheter many times, increasing and decreasing the tension, but the device could not be opened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the microcatheter was in place, the pipeline was deployed. It was found the tip of the stent could not be opened after repeated operations. The devices were withdrawn, and replacement devices were used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left cavernous sinus with a max diameter of 5.5 mm and a 5.8 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was unknown if dual antiplatelet therapy (dapt) was administered.